Event description:
During use in surgery, the screw broke. The site was tapped prior to insertion of the 9x30 screw which broke and was removed. Another screw was tried and was inserted without issue. A delay of ten minutes took place.

Manufacturer narrative:
No conclusion could be made.